Event description:
Caller reported the inform meter was found while docked in base and the meter and base were smoking. The meter's connector pins are burnt and the plastic is melted. No adverse event reported. A request was made for the return of the meter, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.